Event description:
It was reported that pump experienced malfunction that showed malf 12 message, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with guidance, confirmed malfunction did not recur after reset, and was advised to continue using pump and call back if malfunction message appeared again.